Event description:
The customer reported that on (B)(6) 2012 lower than expected total bilirubin (tbil) results were generated from a unicel dxc 800 synchron system for one patient sample. The customer also reported getting out of instrument range low (oir lo) results for tbil; however, no other patient samples were regarded as suspect in conjunction with this event. No actual patient results were provided by the customer to demonstrate the oir lo result(s) or erroneous patient results. The erroneous tbil results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on another instrument, the repeat results were higher and regarded as valid. Beckman coulter inc. Assessment of customer supplied instrument/analyte performance data indicated that quality control (qc) and calibration results appeared acceptable no sample collection/handling information, specific patient data or additional analyte/system performance data was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 to address this issue. The field service engineer (fse) replaced the cartridge chemistry (cc) sample probe and cc sample syringe t-valve. The fse replaced the degasser, verified all top end alignments, and performed photometer diagnostics. The fse calibrated tbil and noted that quality control results were within range. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. The root cause of this is unknown.